Event description:
Endostitch laparoscopic suturing devices failed. Needle broke in half with no suture material attached. Half of needle stuck in device, attempt to dislodge this half resulted in handle breaking off. Pt. Was exposed to abdominal x-rays & 1 1/2 hrs. Additional surgical/anesthesia time.